Manufacturer narrative:
(B)(4). Event date sometime in between (B)(6) 2017. (B)(6). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system continu-flo solution set was leaking from the disconnection of the tubing from the y-site below the luer activated device. The medication being infused was doxorubicin and vincristine. The medication leaked onto the bed sheets but did not make skin contact. The new infusion was started with new tubing and pumps. There was no patient injury or medical intervention associated with this event. No additional information is available.